Event description:
Physician attempted multiple arterial line insertions and reported that in the femoral arterial line kit, the guidewire does not thread into the cathlon. She reported this occurred with 4 separate kits. It seems the guidewire is the incorrect size. FDA safety report ID #(B)(4).